Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, their sensor wire was detached. It was reported that sensor wire was sticking out of patient's skin. The sensor insertion was at the arm on the (B)(6) 2016. No additional even or patient information is available. It was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. It should be noted that the animas vibe owners booklet states: do not remove the transmitter from the sensor pod while sensor pod is attached to your skin. This may cause the sensor to break off under the skin. If you need to remove the transmitter, you will need to remove the sensor pod with it. It was reported that the sensor was inserted into the arm. It should be noted that the animas vibe owners booklet states: do not place the sensor on any other sites other than under the skin of the belly (abdomen). Sensor placement has not been tested and is not approved for other sites. Sensors placed on other sites may provide inaccurate glucose readings and lead to inappropriate treatment decisions. This can result in serious injury or death.

Manufacturer narrative:
(B)(4).